Event description:
It was reported to philips that the system's c-arm was unable to move laterally. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed as planned in other way (continued movement of the equipment allowed for proper positioning). It was reported to philips that the system was not functioning properly and couldn¿t move laterally. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the c-arm locking up due to an improperly positioned hose clamp, which rtac agreed might cause motor issues. To resolve the issue, the fse repositioned the clamp and calibrated the system. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.